Event description:
The pt underwent implantation of a synchromed pump and catheter in 1996 for intrathecal infusion of morphine for non-malignant pain/joint pain/ arthritis. The pt's attorney notified the MFR that the pt had "overdosed on morphine from the pump which had been filled in 1999".